Event description:
Both femoral catheters were placed in the femoral vein and in both instances, the transparent suture wing tore or broke off. In one instance, one side broke and the other side cracked and the catheter was barely attached. Noted by sales rep that catheters were used by obese pts.